Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in an adult outpatient area there was a leak in the infusion set between the texium attached to the secondary set y-sited to the primary line during administration to the patient. Although requested, no further information was provided.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-0017-02, lot y272104, exp nov19; 500ml baxter bag ndc 0338-0017-03, lot y273128, exp sep19; 250ml hospira bag ndc 0409-7983-02, lot 92-115-jt, exp 1aug2020, 0.9% nacl injection. The customer¿s report of a leak at the texium was confirmed. Visual inspection of the set noted no obvious damages or any issues. Functional testing resulted in no leaking. Pressure testing confirmed leaking at the engagement between the texium end and mated smartsite port. The root cause was due to a combination of contributing factors such as overmold design, piston bellows collapse, and material composition with the texium component.

Event description:
The customer reported that during an infusion in an adult outpatient area, 2 primary lines were connected below the pump at the last y-site (closest to the patient) when there was a leak at the texium luer. A 250 ml bag of wellcovorin (450mg in d5w) at a rate of 166.7ml/hr was to administer on one primary line for 90 minutes. The second primary line had a 250 bag of normal saline with a secondary infusion set of 500 ml bag of irinotecan hcl (400mg in d5w) at a rate of 333.3ml/hr for 90 minute attached by texium to the first smartsite below the checkvalve. Although requested, no further information was provided. There was no report of patient harm.